Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia. The blood glucose level was 368 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2024. Patient was treated via drip to address high blood glucose. Patient was treated via multiple daily injection (mdi) to address high blood glucose. No further information was available.